Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture at top right corner of overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. New batteries were being used and it was unknown if the insulin pump was dropped or bumped. The issue still persisted after battery change. The self test was unable to be ran due to the insulin pump blinking. The blood sugar was 89 mg/dl. The insulin pump will return,